Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm 38" was confirmed during device evaluation. The root cause of the alarm was due to defective force sensing resistors (fsrs). The fsrs were replaced to resolve the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.